Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges that the trulite light flickered and cut out during intubation.

Manufacturer narrative:
(B)(4). The investigation of this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges that the trulite light flickered and cut out during intubation.